Manufacturer narrative:
The technician found the casters were worn. The technician replaced the brake caster, and brake/steer caster to repair the bed.

Event description:
The technician indicated that the brake will not hold.